Event description:
According to the report received "the patients ventilator started to alarm so the patient was removed from the vent and attempts were made to provide ventilation with an ambu-bag."

Manufacturer narrative:
According to the report received "the patients ventilator started to alarm so the patient was removed from the vent and attempts were made to provide ventilation with an ambu-bag". Per the report "the heat and moisture exchanger (hme) was removed from the vent circuit and hooked to the expiratory filter outlet on the ambu-bag, the other end of the hme was hooked to the ett, the expiratory port on the ambu-bag was left open and the patient did not receive the intended breaths as a result". The facility contact information was not provided and therefore the sample cannot be evaluated. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted. Please note this medwatch is in correlation with mw5164225.